Event description:
It was reported that intermittent malfunction alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy until the replacement arrives.